Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) was removed for premature battery depletion. During the replacement procedure, blood was found in the crt-d header.